Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. The device logs were not provided. Our field service engineer investigated the ventilator on site. It was observed that the o2 concentration varied intermittently and that noise could be heard during ventilation. The inspiratory channel printed circuit board (pcb) was found to be defective and was replaced. The o2 gas module o-ring was also replaced as it was found to be damaged. Fse discovered a defective o2 cell and placed a good cell in the ventilator. The defective o2 cell needs to be replaced. All tests passed after the performed service and the ventilator is in working order. The inspiratory channel pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.